Event description:
It was reported that the non-dependent patient's atrial lead exhibited multiple auto mode switches due to noise. The clinician did not make any programming changes due to the patient being asymptomatic. The lead remained implanted. The patient did not experience any issues from the noise.